Manufacturer narrative:
The available information suggests the device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient followed-up with their clinic. There were no allegations against device functionality.